Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she needed programs changed on her device due to a loss of therapeutic effect. She tried programs 1-4 and wanted brand new programs added by the manufacturers's representative (rep). This was also the same direction she was given by her health care professional (hcp). When the patient was asked if there was any medical procedures or emi that could be related, she responded that she had bladder surgery on (B)(6) 2016 but it was unrelated to the implant. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information was received from a patient. The circumstances which led to the loss of therapy was the therapy was working great until they had surgery related to the bladder in their abdomen to repair a hernia which caused the bladder to protrude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.